Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm and low battery alarm due to unresponsive buttons. Pump received with cracked reservoir tube lip and cracked case at the reservoir window corners. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery error. Customer's blood glucose level was unknown. Customer also reported that there was crack on reservoir and screen however screen was cloudy. The insulin pump will not be returned for analysis.